Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On june 18th, the user contacted dario to report high blood glucose (bg) readings. Due to the high bg readings, the user went to the urgent care, where his bg level was tested and found to be 200 mg/dl lower on the urgent care's meter, than the bg readings that the user received on his dario meter. The user also stated that he has used control solution and new strips.